Event description:
The user facility reported a pinhole leak in the rubber of the tracheal intubation fiberscope. There was no report of patient or user harm due to the event. The suspect device was returned to the olympus service center for evaluation. The device inspection and testing confirmed the reported leak and found pinholes in the rubber were caused by external factors. Additionally, it was observed that the coating on the insertion section was deteriorating and peeling off. This report is being submitted for the malfunction of the deterioration of the coating found during the device evaluation. Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
Further evaluation of the device found the bending angulation is out of specification due to wear of the angle wire. The light guide indicator was unclear, the lighting lens showed sign of water ingress, and there was a scratch on the mouthpiece of the light guide attachment due to external forces. The control section was damaged, and the adhesive rubber was chipped. Several of the device components demonstrated scratches, dents, shaves/shears due to wear and physical stress. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction the initial medwatch. The aware date should be (B)(6) 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event. The insertion tube was the peeled off by mechanical stress such as friction and damaged by chemical solutions. The root cause of why the device was stressed could not be determined. Olympus will continue to monitor field performance for this device.